Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot# was not provided. The production lot# was not provided by the user facility, which prevented a meaningful review of the device history record (DHR). The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The DHR review was not performed as the lot number of the device was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the foot plate would not deploy, causing the entire device to be pulled out during a heart catheterization procedure. The patient is stable, and the reported event did not result in patient injury or require medical or surgical intervention. Additional information was received on 15 april 2025: a 6fr procedure sheath was used. A pre-deployment angiogram was performed, and there was no difficulty with access. Manual pressure was applied to achieve hemostasis. The patient remains stable, with blood loss less than 250cc.